Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The root cause of this complaint could not be determined as the complaint unit was not available for analysis. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Related to 1920664-2025-00135.

Event description:
The user facility reported a wound burn at the main incision port during sculpt where 1x 10-0 vicryl was used to close. Bl3420s is the phaco tip and was disposed and isn¿t available for return. The doctor stated, it could have been a clogged tip but was not certain.